Manufacturer narrative:
Retainer ring=clear. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, cracked retainer, faded serial number label, corroded battery tube and end cap address label. The p-cap/reservoir does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at battery compartment and also tracks on back of insulin pump was broken and part of track was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.